Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump battery could not be charged using the tandem-provided usb charging cable and wall adapter, leading to the pump shutting off. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by administering a manual injection. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall adapter.